Event description:
It was reported that the lead exhibited low impedance of 148 ohms in bipolar. The impedance had historically been 324 ohms, but over the past few transmissions, it gradually dropped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received,